Event description:
On (B)(6) 2025, a patient underwent for breast biopsy procedure using elevation breast biopsy system driver. During the procedure, the elevation driver would not work. The device was not lighting up when we tried to turn it on and attach a needle to it., we tried to put it back in the charger and it wouldn¿t charge. There is a light coming off the bottom of it. We tried to reset it, and it wouldn¿t reset. While I was speaking to the account, they stated the device label was illegible off on the bottom of the driver. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for breast biopsy procedure using elevation breast biopsy system driver. During the procedure, the elevation driver would not work. The device was not lighting up when we tried to turn it on and attach a needle to it., we tried to put it back in the charger and it wouldn¿t charge. There is a light coming off the bottom of it. We tried to reset it, and it wouldn¿t reset. While I was speaking to the account, they stated the device label was illegible off on the bottom of the driver. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: one photo of label of the driver was provided by the customer. In the photo, the part of the driver that has the label was visualized. The label was worn off and the contents were not readable. No other visual anomalies were noted of the internal component. The elevation driver serial number 91010552 was received at the bd-bard global service & repair. The elevation driver was visually inspected upon receipt and was found to be damaged. The device was functionally tested and failed the tests due to punctured sefar nitex filter and depleted battery that were found during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported failed to charge issue, the investigation is determined to be confirmed for the reported illegible label issue, the investigation is determined to be unconfirmed for the reported failed to reset issue and the investigation is determined to be confirmed for the identified punctured sefar nitex filter issue. The root cause for reported failed to charge issue and reported failed to reset issue cannot be determined as the problem could not be reproduced. The root cause for reported illegible label issue could not be determined based on the provided information. During evaluation, it was identified that due to extraneous conditions is likely to contribute to the reported event. The root cause for identified punctured sefar nitex filter issue cannot be determined based on the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h5, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.